Event description:
The customer reported to customer service that the power supply for her pump in style had exposed wires and starting to arc.

Manufacturer narrative:
A replacement power supply was sent to the customer. Customer stated that the wires were arcing from the exposed wires on her transformer. Flames, or signs of burning were not reported, nor was there a report of injury. As of the date of this report, the original product has not been received. Should the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.